Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that about three weeks after the pocket revision the patient was having difficulty getting coupling bars. A nurse was getting less than four bars. The nurse felt that there was a little tilt in the ins, but didn't think that it was significant and didn't think that the ins was too deep. The physician programmer was able to communicate with the ins. The nurse had been doing antenna locate but didn't provide any numbers or results. Additional information was received from the healthcare professional via the rep. It was reported that the patient could now achieve seven bars of coupling. It was positional as the ins was still tilting outward at the upper edge. The patient was instructed to wear abdominal support to help the ins scar in place more flush. The situation was to be monitored over the next few weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). The physician reported that the patient was having difficulty charging and the physician suspected that the ins may be flipped. The rep had no other event, device, or patient information. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the rep. The rep believed the patient's ins was angled in the pocket and that they were getting poor coupling. It was noted that when the ins was implanted as part of a replacement from a primary cell ins to a rechargeable ins, the ins was re-sat in a new pocket. The patient first started experiencing the recharging issues on (B)(6)2018, which was pretty much the first charging attempt after the system replacement. The site was very tender, but healing ok. The ins was mobile and tipping, but not flipped. The maximum amount of coupling bars when the patient lied supine with lots of pressure on the ins was two. The ins site was revised on (B)(6)2018. The ins was still not flipped, but very loose in the pocket. The ins was secured down with more sutures. The patient had last been seen in the clinic on (B)(6)2018. They attempted to charge then, but it was still very difficult. The site was very tender, but healing well. The ins did not seem as loose as before and was less tippy; however, they could still only achieve two coupling bars. It was noted that the patient did not tolerate a lot of pressure on the ins at that time. The patient was conserving the ins battery by keeping the device off and the ins was half full. The patient was given a prescription for desensitizing cream by the physician. The next follow-up to try charging again was scheduled for (B)(6)2018.